Event description:
It was indicated that customer went to fill the reservoir, the customer was able to pull the plunger back, but no insulin will draw up into the reservoir. It was confirmed that the customer is using the correct procedure to fill the reservoir.